Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and battery were returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive functional testing including bench handling and shock testing without duplicating the report. An internal inspection found no discrepancies. The customer's battery was recalibrated and the device's battery communication assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.